Manufacturer narrative:
Evaluation tech: tl. Emh hp;cable,conn/gun cable damaged. Water leaking from the handpiece cable caused less water flow to handpiece and insert tip as well. Low vibration due to malfunction with the main oscillator board. Corroded contact pins on handpiece and other handpiece is worn. Poor water pressure regulation, water supply hose missing black sleeves to secure tubing to filter luers. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Handpiece # : 1 - 09042, 2 - 03192. Handpiece cable # :12240. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select g124 they allege that they have low water flow and the insert tips got hot; no injury resulted.